Event description:
The gambro phoenix dialysis machine leaks as much as a half-gallon of water during the 18 minute rinse cycle. The rinse process is performed before patient use and not while in-use on a patient. The o-ring at the lower bicart fitting fails. This is a chronic fault that requires nursing to soak up the water with towels from the machine tray. Clinical engineering disassembles the lower bicart connecting arm on eight machines monthly in an effort to prevent the leaks.